Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the delivery needle is bent. No ts or suture remain on the delivery needle or were returned for examination. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended due to the bent needle. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Further investigation is not warranted at this time.

Event description:
It was reported that the anchor could not be triggered. Back-up device was available. As per customer report t2 did not triggered.